Event description:
It was reported the camera head had an issue with a loose contact. The issue occurred during an unspecified procedure that was completed successfully. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit deteriorated, and head unit was cracked. Based on the investigation results, it is likely that the following led to the malfunction: the most probable cause of the identified failure was traced to the user. Due to damage to the cable unit, there was noise in the image. The event can be prevented by following the instructions for use, which state: do not strike the camera head. The camera head may be damaged. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired, resulting in faulty contact. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. If any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the camera head and solve the problem as described in section 5.2, "troubleshooting guide". If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, "returning the camera head for repair." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an issue with a loose contact. The issue occurred during an unspecified procedure that was completed successfully. There was no harm or injury reported.